Manufacturer narrative:
The reported event was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found damages consistent with that occurring at time of implant or explant.

Manufacturer narrative:
(B)(4).

Event description:
The high voltage impedance of the right ventricle lead was high. The lead was explanted and replaced and the patient was stable.